Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant procedure due to unspecified reason. A new 3.5 cm cuff aus system was implanted. The previous cuff was 4 cm. No patient complications were reported in relation to his event.